Event description:
It was reported that the insulin pump alarmed motor error. The reported blood glucose reading was 189 mg/dl. Troubleshooting was performed, and the displacement test failed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.